Manufacturer narrative:
Product ID 3889-28, lot # v622676, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient's device was causing discomfort and constipation. The patient currently had the device off. It was stated that for the past few weeks he had these symptoms and when he turned the device off, most of the discomfort went away. The patient had urination problems and pain in his legs since the device had been turned off. The patient was dizzy and had stomach spasms. The patient had falls and/or trauma before. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Patient called back three years later with the assistance of a transcription service as he is hearing impaired. There was no trauma/ falls reported that could be related to this issue. Symptoms reported were pressure/pain. Location of symptoms reported was hips down to my legs. Event date was in 2015. Patient reports that for the last month, she had developed a lot of pressure in her hips and legs to the point that the patient had trouble sitting or walking. The pain was disabling. She doesn't have urination problems, just that pressure and pain. The patient feels a lot of pressure from her hips and down to my legs and "it was horrible". Patient confirmed that this started sometime in 2015 but doesn't know exactly when. She was currently at 0.8 volts. The patient successfully turned stimulation off, and said she think it's too early to tell, but she can feel some relief. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by the patient that the implant they had last year was meant to correct their complaints, but it was worse.